Event description:
We received an allegation about discrepant results for 1 patient's serum/plasma sample tested with low density lipoproteins-cholesterol gen.3 (ldl3) assay and 1 patient's sample tested with trigylcerides (trigl) assay on a cobas 6000 c501 analyzer. Sample 1 was tested for ldl3 (patient 1): initial result: 54 mg/dl. Rerun result: 137.7 mg/dl. No questionable result was reported outside the laboratory as the result did not match the patient's history. The sample was then repeated and the repeat result was deemed to be correct. Sample 2 was tested for trigl (patient 2): initial result: 366.9 mg/dl. 1st repeat result: 265.5 mg/dl. 2nd repeat result: 266 mg/dl.

Manufacturer narrative:
The ldl3 reagent lot numbers provided were 56497800 and 59539300. The expiration dates were not provided. The trigl reagent lot number and expiration date were not provided. The gear pump pressure was 300 kpa. The investigation is ongoing.

Manufacturer narrative:
The medical device problem code was updated. Calibration data was provided for ldl3. Calibration was last performed on (B)(6)-2023 and was acceptable. Qc was acceptable. "Abnormal aspiration" and "sample short" alarms were observed in the alarm trace data. Instrument check results were acceptable. A hardware check was performed where issues were noted. Various parts were replaced and adjustments were made. Following these actions, the hardware check was acceptable and the customer has had no further issues. A general reagent issue was excluded as calibration and qc were acceptable. As the service actions resolved the issue, the investigation determined the event was due to a hardware/maintenance issue.